Manufacturer narrative:
Product analysis: the loose connector was unconfirmed. It was found that the stylus was not fully inserted into the connector. The stylus functioned properly, when fully inserted. External corrosion/contamination was confirmed. Additional contamination was found in the interior of the device. The printer was found to have a broken paper guide. The programmer was scrapped. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer had a loose stylus connector, which was causing intermittent connectivity issues between the stylus and programmer. It was further reported that the programmer had widespread corrosion in the storage compartment. It was further reported that the programmer case had extensive surface damage. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.